Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet 50 mm right standard offset mandibular component catalog #: 24-6650 lot 105250, zimmer biomet fossa screws catalog #: 99-6577 lot unknown, zimmer biomet mandible screws catalog #: 99-6577 lot unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial procedure approximately 16 years ago. Approximately one month ago, the patient had a revision surgery due to heterotopic bone and ankylosis that developed in the joint over time. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.